Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. The device was not returned to olympus for inspection. Confirmed the difference between the reprocessing method described in the instruction manual and the actual implementation method by the client. It is presumed that the reprocessing for the endoscope was insufficient. Based on the results of the investigation, it was determined that the olympus sales department did not explain the cleaning / disinfection for the auxiliary water channel to the persons in charge at the subject facility on delivery. The event can be detected/prevented by following the applicable chapter in the instructions for use which state: chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.3 precleaning the endoscope and accessories, flush the auxiliary water channel, 5.5 manually cleaning the endoscope and accessories, flush the auxiliary water channel with detergent solution¿ describes the methods for inspection on the suggested event olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: h10 (inadvertently omitted). This is 1 of 6 reports.

Event description:
An olympus representative reported, to olympus on behalf of the customer. That the elite colonovideoscope was cleaned in the oer-6 endoscope reprocessor. And dirt was found coming out of the scope, due to insufficient reprocessing of the secondary water pipes. The facility reported, that gauze had been placed under the endoscope in the storage room. And the gauze had turned a light brownish color. The issue was discovered, during reprocessing, intended for a diagnostic colonoscopy procedure. It was noted, that olympus provided the recommended cleaning and disinfecting steps for the secondary water pipes, per instructions for use. The procedure was completed with the same device. With no procedural interruptions or extensions.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Complete information for e1: (B)(6).